Event description:
The child of the female consumer reported that one band-aid pro heal large all one size was applied continuously for ulcerative tissue on the consumer's back shoulder starting (B)(6) 2024. As per reporter, the consumer has been using the product and it has been giving her a rash on the outside of the bandage. It was reported that within hours of the product being on, it burned and itched. After the product stopped being used on the consumer, the symptoms have remained the same. The health care professional (hcp) recommended to use sensitive skin products and the symptoms were treated with halobetasol.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A1, a4, a5, a6: patient identifier, weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) bandaid pro heal large all one size 5ct USA, 381372024031usa, lot/ctrl # 2433b. D4: 510(k) exempt device I complaint. UDI not required. (B)(4). D9: device is not expected to be returned for manufacturer review/investigation. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on august 31, 2023. Raw material and component records were reviewed and were found acceptable. H6: health effect clinical code: e2402 refers to consumer, intentional misuse/off-label, use of the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.